Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door failed to open. A field service engineer (fse) replaced the latches following repeated failures and verified functionality by testing the new latches in the hardware test application and performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, the door failed to open and unable to open. The customer reported that the user was able to remove the medication from another station resulting in a delay in the dispensing workflow. There were no adverse events or injuries reported based on this incident.